Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery air entered in to the patients eye. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The company sales representative, instructed the customer how to operate the fluidics system properly. The balanced salt solution (bss) bag, a consumable item, was being reused. No other services were performed on the system. And the service record was closed. There is no evidence, that the design or manufacturing of the system or bss contributed to the reported event. A system non-conformance, based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The root cause of the reported event can be attributed to improper use of the equipment, as the balanced salt solution (bss) bag was not primed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).